Event description:
It was reported that during a laparoscopy, when using the instrument, two clips were activated at the same time. Changed another device to complete the procedure. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 5/27/2026. D4: batch # a98v9a. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual inspection of the returned el5ml device revealed one jaw damaged. Upon cycling, the instrument was found to be empty and in a locked-out condition. The device is designed to engage the lockout mechanism once all clips have been deployed; therefore, a likely explanation for the reported event is that all clips had been fired, preventing further actuation of the instrument. To further evaluate the condition of the internal components, the device was disassembled and no anomalies were found. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the damaged jaw. The event described could not be confirmed as the device was returned empty. When the 13th clip is fired, an orange bar will begin to appear in the indicator window on top of the device handle. The orange bar fills the indicator window when the final clip is fired. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Device history review: a manufacturing record evaluation was performed for the finished device batch a98v9a number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.